Manufacturer narrative:
The delivery accuracy (piston rod) and the occlusion limits (e4) of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2014, it was reported that the piston rod in the patient's infusion device was blocked. The patient stated that there is no insulin delivery and the device did not display any error message. The patient expected the device to display e4 (occlusion error). The patient experienced an elevated blood glucose level of 384 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.